Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: review of the black box data revealed several records of power on reset dated (B)(6) 2014. Several replace battery alarm records were observed as well. A battery cap was not returned with the pump for investigation; a test battery cap was used for investigation. On investigation, the pump did not power on and was completely unresponsive. There was visible moisture corrosion inside the battery compartment. The battery compartment was noted to be cracked from the threads down to the bumper grip on the side. A leak test was performed and revealed moisture leak at the cracked battery compartment. The pump was opened for investigation and did not reveal any moisture ingress to the interior compartment of the pump or the internal components.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.